Event description:
A report was received from a user facility in (B)(4) stating: "sleeves do not pass a 2.2 mm incision and twist. No patient impact, no product returned. This occurred seven times on different days." No further information is available.

Manufacturer narrative:
The facility has discarded the product, it is not available for evaluation. Sterilization and lot history were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-00131, 00133, 00134, 00135, 00136 and 00137.